Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the letters on the bd vacutainer® cpt¿ cell preparation tube were not printed properly. This was noticed before use and no injury or medical intervention was reported.